Event description:
It was reported that after the application of skin staples to the patient, the skin stapler's last staple will get stuck in skin or a hemostat. This was reported to have occurred during a skin graft procedure. The facility reported this condition caused the skin graft to tear requiring 10-20 minutes of additional surgery time. According to the facility representative, no patient injury had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.